Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced excessive no delivery alarm and audio/beep anomaly. The customer's blood glucose value was 162 mg/dl. The customer stated that the pump alarmed no delivery but he was unable to hear the pump beep. The customer stated that the pump did vibrate during self-test. The product was returned for analysis.